Event description:
On 07-sep-2025, it was reported that a beta bionics ilet user dropped the device, resulting in a cracked and nonfunctional screen. The user discontinued use of the ilet and a device replacement was arranged. There was no report of end-user harm or adverse event associated with this case.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.